Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted twisted silicone tubing. Functional leak testing was performed with no issues noted. Clear passage testing observed twisted silicone tubing located beneath the twist clamp. Clamp function testing could not be performed due to the twisted silicone tubing. The device did not meet specification. The direct cause was determined to be manufacturing related issue during the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated, "came apart" on a minicap extended life pd transfer set. This issue occurred during patient use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.